Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the patient was hospitalized for the event. Approximately two months after diagnosis, the patient was treated with surgical hernia repair. Peritoneal dialysis therapy was suspended for approximately four months and the patient was placed on hemodialysis. At the time of this report, peritoneal dialysis therapy had been resumed and was ongoing. The patient recovered from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event: the exact date of the event was not provided; it was reported that the patient was diagnosed with the hernia in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.